Manufacturer narrative:
Upon review of the complaint, it is determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the g7 liner removal tool was unsuccessful at removing the liner. A straight 3.2 mm drill was drilled into the liner and it came out with the drill. No serious injury occurred. Attempts have been made and no further information is available at this time.